Manufacturer narrative:
No formal investigation of the ventilator was requested. Instead, the user facility conducted its own assessment. Their investigation found no anomalies, and the ventilator successfully passed a pre-use check before being returned to clinical use. Provided ventilator logs were reviewed. The event log analysis showed that on the reported event date, multiple alarms indicated a leakage in the patient circuit, including "peep low" and "check tubing." Were generated. Additionally, alarms such as "expiratory minute volume high" and "respiratory rate high" suggested that the ventilator was self-triggering (autocycling). It was noted that these alarms had been silenced by the user. Test log review noted that successful pre-use checks were performed both before and after the event, confirming that the ventilator was functioning within operational parameters. Technical log review noted that no technical error codes were recorded that would indicate a ventilator malfunction during the reported event. In conclusion, the investigation found no evidence of a ventilator malfunction during the ventilation period. However, the recorded alarms suggest that ventilation may have been compromised due to a leakage in the patient circuit. A circuit leak can cause a drop in pressure, leading the ventilator to falsely detect a patient-initiated breath. This misinterpretation can result in self-triggering (autocycling), where the ventilator delivers unintended breaths, increasing the respiratory rate beyond the set value. Given these findings, while the ventilator itself was functioning as intended, the presence of a circuit leak likely contributed to an insufficient ventilation state.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the respiratory rate increased to higher than set. There was no patient harm. Manufacturer's ref #: (B)(4).